Manufacturer narrative:
Title laparoscopic rectal surgery for middle and lower rectal cancer. Source surg endosc. (145-151), 2010. Article number: 24 date of publication: 01 oct 2008. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pli-10: according to the literature source of study performed on 1998, the literature article was related to a retrospective assessment on 98 patients that underwent laparoscopic middle and lower rectal surgery for cancer. 5 out of the 98 had a conversion to open and 6 patient experienced wound infections. Pli-20: according to the literature source of study performed on 1998, the literature article was related to a retrospective assessment on 98 patients that underwent laparoscopic middle and lower rectal surgery for cancer. 13 cases of anastanomotic leakage was reported and 4 patient suffered from anastomotic bleed. Article: laparoscopic rectal surgery for middle and lower rectal cancer; author: yosuke fukunaga, year: 2009, publication: springer science+business media, llc.